Manufacturer narrative:
The customer reported that they are experiencing intermittent signal loss throughout their facility. No harm or injury was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available.

Event description:
The customer reported that they are experiencing intermittent signal loss throughout their facility. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: on 03/22/2021, the customer at (B)(6) reported the following issue with pu-621ra; sn (B)(6), from patient monitoring: experiencing intermittent signal loss throughout their facility. Investigation summary: incorrect maintenance and storage procedure of the transmitters by the user facility personnel. The root cause of the issue s was found to be due to incorrect maintenance of the transmitters when not in use with the patient. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused have been due to incorrect storage of the transmitters and not due to non-compliance of nk device functionality. Attempt #1: 04/06/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 04/13/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 04/20/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that they are experiencing intermittent signal loss throughout their facility. No harm or injury was reported.